Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mgz142 number, and no non-conformances were identified.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle pulled off during use. The procedure was delayed for 15 minutes. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/03/2019. H3 device evaluation summary: it was reported that the device had performance pull off - suture needle and assembly error. It was received for analysis a paper lid, a winding former with a undispensed suture and a detached needle of product code pdp9381. During the visual inspection of the needle the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined under 20x magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. Per the sample condition, the assignable cause of the performance pull off - suture needle and assembly error is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use. It was received for analysis seven unopened samples of product code pdp9381, lot mgz142. During the visual inspection of seven samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects or assembly error were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle and assembly error was found, and the tested samples met the finished goods requirements representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-81203 and 2210968-2019-81204. Analysis results have been included in follow-up reports for each.